Manufacturer narrative:
Should had been updated for serious injury when the additional info that the lead was explanted for erosion was received and reported.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete lead was returned in three pieces. The connector portion (a) measured 5.0 cm while the middle portion measured 6.5 / 23.3 cm (outer insulation / stretched outer coil) and the distal portion measured 35.6 / 35.7 / 39.5 / 40.3 cm (outer insulation / outer coil / inner insulation / inner coil). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found external abrasion breaching the outer insulation and exposing the outer coil, found at 8.4 ¿ 8.6 cm from the connector pin consistent with friction to device can. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.

Event description:
Related manufacturer reference number: 2017865-2020-14735.

Manufacturer narrative:
Additional information: b5, d11, h6.

Event description:
Related manufacturer reference number: 2017865-2020-11775. Additional information received noted that the initial reason why right atrial lead was extracted was the lead was protruding. The lead was explanted on (B)(6) 2020. No other symptoms were reported.